Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the catheter ablation procedure was performed with a thermocool sf nav catheter to treat premature ventricular contraction and non-sustained ventricular tachycardia, the patient experienced premature ventricular contraction recurrence, and the catheter ablation was performed again. Coronary venography revealed occlusion in a part of a coronary vein. During the procedure itself, the right ventricular outflow tract, left ventricular outflow tract, and areas near the coronary veins were ablated, and a temporary suppressive effect was observed. After the procedure (unknown date), premature ventricular contraction recurred, and the catheter ablation was performed again. Coronary venography revealed occlusion in a part of a coronary vein. Although there were no clinical symptoms from the occlusion, ablation at the target site was difficult, so the procedure was discontinued. Definitive cure for premature ventricular contraction was not achieved. The physician's comment was that regarding the recurrence, since access to the earliest excitation site with the catheter was difficult, the ablation had to be performed at a proximal site. It may have contributed to an insufficient therapeutic effect and recurrence. Regarding the coronary venous occlusion, it is possible that the event was caused by the ablation near the coronary veins with the catheter. No extension of hospitalization.